Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 185 mg/dl before going to bed and 255 mg/dl upon waking up the next morning. The customer gave themselves a bolus to lower the bg level. A system check performed by tandem customer technical support (cts) indicated that the pump was performing as intended. The customer changed their supplies and contacted the healthcare provider who adjusted the time on the pump settings. Cts assisted the customer with the setting adjustment and the bg started to decline.